Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse confirmed error 319 occurred. The fse replaced the universal surgical manipulator (usm) 3 to resolve the error issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 remaining arms. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during da vinci assisted ovarian cystectomy surgical procedure, the customer called and reported of getting 319 error on arm 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance due to system displayed 319 error. Prior to calling in the site rebooted the system with no change. The isi tse viewed logs and confirmed error 319. Tse had site hard reboot the patient side cart (psc) with no change. Customer then disabled arm 3 and continue the case using the three remaining arms. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the customer reported failure was confirmed and reproduced. The usm was tested on an in-house system and failed in normal mode as error 319 was triggered. The usm was also tested on a psc fixture test platform (pftp) and passed lissajous, sensors check and sine cycle, but failed the fiber test on the rolling loop, which confirmed the error from the field as the logs showed errors 319 and 307 occurring on the acc. The rolling loop fiber was swapped with a new one and the error went away. The original rolling loop fiber was reconnected, and the error returned. The rolling loop assembly will be replaced as a fix.